Event description:
It was reported that the customer had high blood glucose levels of 172 mg/dl. The customer reported a lost sensor from the insulin pump. The customer took out the sensor and noticed that there was no needle on the sensor. The customer was advised to change the sensor for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed on three opened and used sensors. One of three was found with a cannula broken and retracted on to the other side of the sensor base. The broken part of the cannula was missing. It could not be confirmed if the customer received the sensor in said condition due to the sensor being returned opened and used. A bicarbonate buffer test was performed on the two remaining sensors. One of the two failed due to no isig readings. The lab transmitter was checked for proper use and operation and passed per specification. The remaining sensor passed with accurate readings.